Event description:
Reporter indicated that pt has experienced constant hoarseness since implant with excessive coughing. It was reported that stimulation was initiated at the time of implant. The pt plans to follow-up with their neurologist. Investigation to date has been unable to determine whether the pt has been diagnosed with vocal cord paralysis.